Event description:
Lack of muscle strength [muscular weakness]. Unable to roll over or get out of bed (mobility decreased) [mobility decreased]. Unable to ambulate [abasia]. Whole body locked up like an allergic reaction [hypersensitivity]. Case description: a spontaneous report received on 06-feb-2009 from the designee of a female patient with a history of arthritis, who experienced lack of muscle strength, decreased mobility, inability to ambulate, or her "whole body locked up like an allergic reaction" after starting synvisc. The patient received an injection of synvisc into the left knee the month prior. On the next day, the patient experienced a lack of muscle strength, she was unable to roll over or get out of bed, and unable to walk. The reporter commented that the patient's "whole body locked up like an allergic reaction". The patient stayed in bed the remainder of the week. On the following month, she was admitted to the hospital by her primary care physician. At the time of this report the outcome of the patient was unknown.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.